Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurements, greater than 125 ohms. It was noted there were a few measurements in the 120 ohms range in the recent seven to ten days. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurements, greater than 125 ohms. It was noted there were a few measurements in the 120 ohms range in the recent seven to ten days. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service. Additional information received three years later reported that this right ventricular (rv) defibrillation lead continued to exhibit gradually increasing, high out-of-range shock impedance measurements greater than 125 ohms, with recent measurements as high as 137 ohms. Technical services (ts) discussed troubleshooting/programming options including possible lead revision or commanded shocks. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.